Event description:
A patient reported inaccurate reading with a or meter that caused an ER visit. On the day of the event, patient was not feeling normal and had flu like syptoms. Patient's blood glucose was 186mg/dl on ot meter. Patient went to emergency room where patient's laboratory bg level was 319mg/dl. Patient was treated for high blood glucose and released. During troubleshooting, customer care representative found that the codes of the ot meter and test strips do not match. Patient trained on meter coding procedure.